Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device system was explanted due to infection. There is no information about the patient condition on the form. The replacement system information is unknown.